Manufacturer narrative:
Qa product analysis received and examined the returned jetstream xc-2.1 catheter. The suspect spartacore guide wire was not returned with the jetstream catheter. During functional testing, the jetstream device had slowed down and there was foam in the aspiration line which can typically indicate there may be damage to the device coil. Further examination confirmed that the device coil liner was severely damaged and there was foreign material plugging the aspiration line. Resistance was encountered when a sample jetwire was loaded into the jetstream device: however, the jetwire was able to be loaded. A failure in the aspiration line was noted during functional testing. Product analysis determined that the damaged drive coil liner caused a reduction in rotation in the drive coil and interfered with guide wire path travel.

Event description:
The site reported the following: a pt with a moderately calcified chronic total occlusion of the superficial femoral artery presented to the hospital for an atherectomy procedure. The physician used a jetstream atherectomy set to treat the occluded vessel. After successful completion of the atherectomy procedure, the jetstream device was reported to be stuck on the spartacore guide wire and was not able to be removed. The physician had to remove the jetstream catheter with the guide wire and used a balloon to successfully complete the procedure. No adverse event was reported.